Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - 7/10/2014. Device evaluation.the lay user/patient¿s meter and strips have been returned on 6/16/2014 and 7/4/2014, respectively; the meter was evaluated by lifescan product analysis on 7/7/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. The strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.